Event description:
On (B)(6) 2025, the user reported that their ilet was not charging. The issue had been occurring for several days, with the device not fully charging when placed on the charger. On this date, the user attempted to charge the ilet at 9:30 am, but the battery fully depleted during troubleshooting. Blood glucose (bg) was affected, rising to 400 mg/dl and remaining out of range for more than 90 minutes. The user attributed elevated glucose in part to dialysis-related pain. The event was corrected by switching to multiple daily injections (mdi), as the ilet was not delivering insulin. A replacement ilet was arranged. The ilet did alert of the high bg. No non-medical or medical intervention was required. No symptoms were reported. A replacement ilet will be provided.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.